Manufacturer narrative:
Confidentiality: advanced bionics believes that disclosure of info regarding device eval could substantially harm its competitive position. Advanced bionics submits this info in confidence expecting FDA will wiithhold it under exemption 4 of freedom of info act. We believe that any disclosure of info by a federal employee could constitute a violation of criminal law (18 u.s.c. Section 1905). Section 6 - code 86 device eval consists of following: a review of device history record (DHR); visual examination; x-ray; electrical testing; leak testing; case removal; internal visual examination; internal electrical testing. Section 6 - case 68 case and subsrate were found to be fractured. These fractures were result of an impact received by pt on implant side causing devie to cease functioning. There was also an obvious intrusion of ionic fluids that resulted in damage to electronic circuitry. Corrective actions cause of failure had been determined to be fracture of isopress ics case and substrate. Because of previous instances of case damage in pediatric population. Advanced bionics has terminated usage of ici isopress cases and developed a screening procedure to assure case strength that is sufficiently robust to withstand greater likelihood of impact in children.

Event description:
Pt is a 3 1/2 year-old boy with a history of vestibular problems. While playing a game of soccer on 1/19/97, he tried to kick the ball, but missed and fell down on the implant side. The impact caused the headpiece to break and an immediate cessation of device functionality. Pt's familiy contacted the co foreign office on 1/21/97, and was seen at the implant center the same day. Pt was observed to have a hematoma at the implant site. X-rays taken revealed that the implant's substrate was cracked in two placess.